Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced low blood glucose level. The customer¿s blood glucose was 50 mg/dl at the time of the incident and sensor glucose was 81 mg/dl. He customer¿s blood reported 208 mg/dl, 98 mg/dl sensor glucose and 278 mg/dl 89 mg/dl. The customer declined troubleshooting for high blood glucose. The customer blood glucose and sensor glucose difference is not within target range of glucose difference. The customer was advised to monitor the sensor call the helpline if has any other concerns. The sensor will be returned for analysis.